Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 2.0x15mm emerge balloon catheter was used for predilation and a 20x3.50mm promus premier¿ stent was deployed in the target lesion. An nc balloon catheter was then used for post dilation of the newly implanted stent however, it was noted that the proximal part of the stent was fractured. No patient complications were reported and the patient's status was stable.